Event description:
It was reported the patient "had something similar and the leads were too close together and had to have it replaced." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).